Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) with a large level of ketones. The ketone level was considered as being dangerous. The infusion set site and cartridge were changed. The contact thought that the pump was not delivering insulin. The customer reverted to using insulin injections to manage diabetes. As the pump supplies had been changed, troubleshooting to determine a possible cause of these past events could not be performed. A pump system check was performed using the current cartridge and new infusion set tubing. Insulin was observed exiting the infusion set tubing and the pump was found to be functioning as expected. The customer acknowledged.